Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was 378 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018. Sicatr2 initial notes: patient said that she inserted 2 sensors and the tape didn't stick. Inquired what led up to the complaint. Customer response: tape not sticking tape not sticking (guardian sensor 3) t/s per dop114-980. Customer reports they do not know/are unsure of the cause of the product not adhering. Inquired how customer prepares the site. Found: alcohol. Inquired if customer uses any soaps or lotions. Found: no. Inquired under what circumstances tape does not stick. Found: after insertion. Inquired if additional tapes are being used to secure the sensor. Found: yes. Customer does not perspire heavily. Discussed site preparation (site should be clean and dry, do not use lotions on the site). Customer uses oval tape to hold sensor secure. Discussed the option to use additional tape(s) over the sensor and transmitter for added security, i.e. Enhanced taping method. Discussed the option of using liquid adhesives. Adv we would send them tape samples. Instructed to monitor and call if problem persists. Adv if they still have issues with tape not sticking after trying products and suggestions their hcp may be able to recommend an ostomy nurse. Explained interaction aftercare email. Customer's outcome pertaining to the complaint: advised customer we would send them tape samples. Additional notes: sensor: mmt-7020 exp: 01/09/2019 lot: a098 patient requested for over night for sensor ship: 2 sensors and 1 sample tape kits / return: nothing ____________________ complaints text (B)(6) 2018 sicatr2 initial notes: patient mentioned bg of 375 offered hbg ts but she declined. Inquired what led up to the complaint. Customer response: sensor tape issue customer was admitted into hospital as a result of high bgs. Hospitalization details: 1) nature of treatment. Findings: over night. 2) time and date of hospitalization: (B)(6). 3) bg value when admitted to hospital: na. 4) name of hospital: (B)(6) hospital. 5) name of patient/individual reporting: (B)(6). 6) phone number of hospital/reporter: (B)(6). 7) description of complaint: dka. 8) any significant events leading to hospitalization: no insulin . 9) cause of hospitalization per hcp: dka. 10) document the outcome of the hospitalization: over night stay. 11) was customer wearing the pump at time of hospitalization? Yes. Customer's outcome pertaining to the complaint: doc on hospitalization.